Manufacturer narrative:
Customer qc data for both levels recovered near target. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. The hydrocortisone taken by the patient may have contributed to the issue. Product labeling for the assay documents the cross reaction. For diagnostic purposes, the patient results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys cortisol ii results for 1 patient tested on a cobas 8000 e 801 module and compared to the investigation site's cobas e801 and a centaur analyzer. The results in question were reported outside of the laboratory. The customer's cobas e801 serial number was (B)(4). The investigation site's cobas e801 serial number was (B)(4). The cort ii reagent used on this instrument was 376650.